Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: review of the black box data revealed record of an unexplained power on reset dated (B)(6) 2017. The records from the date of the alleged event from (B)(6) 2017 had been overwritten due to continued patient use. The returned battery cap was intact, without damage and able to secure to the pump properly to maintain electrical connection during testing. On investigation, the pump powered on normally and performed an ez-prime sequence without interruption in power. The pump was exercised for 24 hours without interruption in power. Investigation did not duplicate the alleged ¿no power¿ issue. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components, including the power circuit.